Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the device displayed an error code. It was determined during analysis that the keypad was unresponsive. Analysis also noted that the hanger assembly was worn, and the battery clip was replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The device was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement reported.